Event description:
It was reported that the customer received a low battery alarm at 5% power followed by the pump shutting down. The customer recharged the battery and noted that the personal profile settings had been deleted. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The tandem t:slum pump user guide recommends periodically checking the battery level indicator, charginghte pump for a short period of time every day (10-15 minutes), and also avoiding frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.